Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
After use of the device for an endoscopic vein harvesting procedure, the user reported the endoscope was blurry and hazy after the cleaning process. Since the event occurred after the harvesting procedure, there was no pt involvement during this event.